Event description:
The lay user/patient contacted lfs (B)(4) on (B)(6) 2011, alleging inaccurate high readings on their one touch verio pro meter. The patient mentioned that they obtained a result of 256 mg/dl on the lfs meter and less than 30 minutes later, obtained a 182 mg/dl on a contour meter (non-lfs meter). The patient did not exhibit any symptoms due to the alleged issue. Due to the alleged high reading, the patient self-treated with 18 units of insulin. The patient did not seek any further medical attention or contact his physician for assistance. The test strip vial was not cracked or broken. The test strips were not expired. A quality control test was not done since the patient did not have any control solution. The technique of applying blood on the test strip was correct. The product was replaced. There is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms and the meter's verio meter reading correlated with the self-treatment. The complaint is being reported since the difference between the two readings are greater than 20% or 20 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.